Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32 +4 cocr femoral head; cat#unknown ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
It was reported that the surgeon performed a hip flexor release on the patient's right hip. While the hip was open, surgeon decided to perform a head and liner exchange. Rep confirmed that there are no allegations against the revised implants and that they were not a cause or contributor for the need of the hip flexor release.